Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is received and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the mesher had a bent comb. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on june 25, 2018, it was reported that the comb was bent. The customer did not return a skin graft mesher device, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was january 5, 2016 where it was reported that the device required refurbishment and the roller, worn bushings, damaged comb, ratchet and gears were replaced. This is not a related issue. Product review of the skin graft mesher was unable to be performed as the device was not returned for evaluation. Repair of the skin graft mesher was not performed by zimmer biomet surgical as the device was not returned for repair. The reported event was non-verifiable as the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.